Event description:
It was reported that the ilet screen became unresponsive, with the user noting no visible cracks and indicating the device might have been dropped; replacement was arranged and return instructions were provided. Symptoms included no reported clinical effects. Outcomes included no alarms and no medical interventions or hospitalizations. Investigation included product support troubleshooting and user education conducted by the agent. Investigation of this case revealed a suspected mechanical or display-related malfunction of the user interface consistent with impact or handling, affecting the device¿s screen component. It was concluded, based on previously established findings for similar reports, that the cause was likely physical damage from handling leading to loss of screen responsiveness.